Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general), future schedule of essure removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included knee operation. Concurrent conditions included dysfunctional uterine bleeding, vaginal itching, irregular menstruation, ovarian lesion excision and adnexa uteri cyst. Concomitant products included levonorgestrel (kyleena). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: not specified result : not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('abnormal bleeding (general), future schedule of essure removal'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: knee operation, hypertension, obesity, intraductal papilloma of breast, sleeve gastrectomy and breast lump removal. Concurrent conditions included: dysfunctional uterine bleeding, vaginal itching, irregular menstruation, ovarian lesion excision and adnexa uteri cyst. Concomitant products included: biotin, calcium, hydrochlorothiazide, ibuprofen, levonorgestrel (kyleena) from (B)(6) 2018 to (B)(6) 2019, vitamin b12 nos and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure (ess205) inserted. On 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy, with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007, not provided. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: reporter information, medical history, lab data, concomitant drugs added. Events: abnormal bleeding(vaginal, menorrhagia) added, rcc added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general), future schedule of essure removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included knee operation. Concurrent conditions included dysfunctional uterine bleeding, vaginal itching, irregular menstruation, ovarian lesion excision and adnexa uteri cyst. Concomitant products included levonorgestrel (kyleena). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: not specified result : not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: pfs received. Event: outcome were updated to recovered: abnormal bleeding (general).medical history and concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general), future schedule of essure removal') in a female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included knee operation. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled surgery to remove essure). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: pfs received. New event added-genital bleeding. Device removal was marked as yes. Reporter information was added. Knee surgery was added in patient history. Date of birth of patient was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.